Event description:
It was reported that after reconnecting the infusion set and sensor, the ilet system displayed a blood glucose of 396 mg/dl, and the user planned to allow the pump to correct the high glucose. Symptoms included no reported signs of distress. Outcomes included continued pump use without need for medical intervention or hospitalization. Investigation included telephonic troubleshooting and education with follow-up planned to verify glucose reduction. Investigation of this case revealed an episode of hyperglycemia with unclear cause following sensor and infusion set reconnection, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.